Event description:
Additional information was received from a consumer (con). It was reported that, as a step taken to resolve the infection and urgency, the patient received a new programmer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had a bladder infection with urgency and increasing their stimulation did not help. The patient stated the bladder infection had cleared and the symptoms resolved. The patient stated they were now getting effective therapy. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.